Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified artery. A 2.25 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. However, during removal, it was noticed that the stent was lifted. The procedure was completed with a different device. There were no patient complications reported.